Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Conclusion: failure event observed during analysis. Final analysis found that the pulse generator exhibited an elective replacement indicator alert with a date stamp prior to implant which is consistent with that occurring as a result of exposure to electrocautery. (B)(4).